Event description:
It was reported that the health care professional (hcp) noted low out-of-range shock impedance measurements when this right ventricular (rv) lead delivered a shock to convert an arrhythmia. Technical services (ts) reviewed the device data and noted that this non-st. Jude medical device had triggered a code 1007 due to the capacitor charge time exceeding limitations. Ts discussed that the device and this rv lead would need to be replaced, as code 1007 suggests a possible lead integrity issue. Reasonable evidence suggests that a replacement procedure was performed. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).